Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test and the pressure transducer test during the pre-use check. The ventilator was investigated on site by our field service technician and during troubleshooting it was found that the expiratory valve coil did not activate due to the valve wire being pinched and exposed. The intermittent connection caused the valve coil to not work. The replaced expiratory valve coil is not available for investigation as the customer replaced it themselves.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).